Event description:
During patient treatment with the model 3100a, the operators were unable to increase to delivered mean airway pressure above 17.5 cm h2o. The patient was "bagged", then placed on another 3100a without compromise.